Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis as well as high blood glucose on november 11, 2018 with blood glucose of 480 mg/dl. Customer¿s blood glucose level was 584 mg/dl and current blood glucose level was 118 mg/dl. Customer¿s other blood glucose level was around 88 mg/dl, 226 mg/dl and 178 mg/dl the customer provides details regarding symptoms of their high blood glucose episodes such as vomiting, and ketones. The customer treated with the intravenous fluid and insulin pump. Customer did not allege possible insulin pump was under delivery. Customer stated that there was little blood at the site. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was declined to performed high pressure test. Customer troubleshoot was performed for high blood glucose level. The insulin pump will not be returned for analysis.